Event description:
It was reported that a pump had a number of motor stalls with recoveries. Each motor stall was from 20 to 90 minutes in duration. It was reported that motor stalls may be caused by electromagnetic interference, but this was not confirmed. No patient symptoms were reported. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4).